Manufacturer narrative:
Pump was received with cracked battery tube threads, cracked case along the side of the battery tube, broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks along the battery compartment. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.